Manufacturer narrative:
Continuation of d10: product ID: 977a260; serial#: unknown; implanted: (B)(6) 2021; product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that patient was attempting to get in contact with their manufacturer representative (rep). Agent reviewed role of rep with the patient. Patient reported they need to get in contact with their rep as they were told by their rep that a wire is broken on one of their leads. Patient stated they were last seen by rep at their healthcare provider (hcp) office earlier this year for reprogramming, and that is when they were told the lead was broken. The patient was redirected to their hcp to further address the issue. Additional information was received from the rep. Rep reported they were not aware of this event.